Manufacturer narrative:
(B)(4). Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke, when the device was energized to perform papilla incision. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block 10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. No other issues with the device were noted. The reported event was confirmed. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a bile duct stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke, when the device was energized to perform papilla incision. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.